Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the load fill tubing process during the load sequence resulting in air being delivered instead of insulin to the customer. Customer's blood glucose was 190 mg/dl. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.